Event description:
The customer reported the image appeared blurred and out of focus.

Manufacturer narrative:
The ge service rep troubleshot the system and found the image tube failed. Customer to replace tube with in house purchased part.